Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 3/15/2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The impacted product was revealed through the product investigation on 4/6/2019. The impacted product was a mentor smooth round moderate plus profile 325cc saline prosthesis. Section d has been updated with all available information. Concomitant products: mentor smooth round moderate plus profile 300cc saline prosthesis, catalog #3502300, lot #6576603. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 6569372 number, and no non-conformance's related to the reported complaint condition were identified the investigation of the returned device was re-done by the failure analysis lab on 4/8/2019. Device evaluation summary: it was reported that a caucasian female underwent primary breast augmentation with a mentor smooth round moderate plus profile 325cc saline prosthesis and experienced right sided deflation post procedure. Upon receipt by mentor the device contained no fluid. White material was observed within the device and no foreign material was observed on the shell surface. During evaluation, a rent measuring approximately 6.0 cm was observed on the anterior aspect. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device to avoid compromise the device integrity. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. At this time is not possible to determine the origin of the white material. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female underwent primary breast augmentation with an unknown mentor saline prosthesis and experienced right sided deflation post procedure. As a result, explant without replacement was performed on (B)(6) 2019.